Event description:
Facility claims the table lowered on its own. No injuries were reported.

Manufacturer narrative:
The device was evaluated by an independent service company. The malfunction could not be duplicated. The product is being return for further evaluation.